Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was inadvertently programmed to emergency settings. The ipg was reprogrammed and remains in use. It was also noted that the patient had left sided stimulation from the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.